Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in a distal position. While the physician was attempting a partial recapture they lost control of the system which caused it to advance forward significantly in the laa. The system was retracted and the device was redeployed in the patient while an effusion check was being performed. At this time the patients blood pressure began to drop, and the physician noted that there was a pericardial effusion. The physician performed a pericardiocentesis where around 400cc of blood was aspirated from the pericardial space and then reinfused back into the patient. The patient also received a blood transfusion to help with the effusion as well. The patient remained stable and also received protamine. The effusion was stable, but the patient was taken to the operating room for further examination. While in the or the patients chest was opened and it was noted that the feet of the device were poking out of a thin layer of tissue in the laa. The closure device was removed from the patient and the laa was surgically sutured by the physician. The patient did well following this surgery and remained stable. The patient was doing fine the next morning and was planned to be discharged home.